Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving compounded baclofen (697.7 mcg/ml at 268 mcg/day), fentanyl (450 mcg/ml at 177.74 mcg/day), and bupivacaine (29.9 mg/ml at 11.6 mg/day) via an implantable pump for intractable spasticity. It was reported that they were unable to aspirate, so the catheter was tied off in the pocket and a new catheter was placed. The issue was resolved at the time of this report.